Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. On (B)(6) 2026, intuitive surgical, inc. (Isi) received mw5187777 stating: while using the instrument the pitch cable failed and the metal cable broke and was sticking out of the instrument.